Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2016, it was reported that the device produced an incomplete mesh on the side. On (B)(6) 2016, it was clarified that the issue occurred at a (B)(6). The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produced an incomplete mesh and the roller gear was replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on november 22, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear noted to the roller gear and galling to the roller shaft extension. The roller shaft extension end was deformed at the corners. The ratchet handle appeared to ratchet normally. The 1.5:1 ratio cutter, serial number (B)(4), showed significant wear to the roller gear and a few nicks to the cutter blades throughout. The 2:1 ratio cutter, serial number (B)(4), showed wear to the roller gear and a few nicks to the cutter blades throughout. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged roller gears which did not allow the cutters to roll smoothly. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 22, 2016 which included replacement of the damaged roller, comb, gear, shoulder bolts and washers. The 1.5:1 ratio cutter, serial number (B)(4), produced a passing cut after the collars, bushings and gears were replaced. The 2:1 ratio cutter, serial number (B)(4), produced a passing cut after the collars, bushings and gears were replaced. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed due to the damaged roller gears which did not allow the cutters to roll smoothly. No testing was able to be performed due to the damaged roller gears which did not allow the cutters to roll smoothly. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh on side. No adverse events were reported as a result of this malfunction.